Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 63 during a software update attempt, after which the device could not proceed and required multiple restarts without resolution; the device behavior was consistent with a haptic communication malfunction. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to backup therapy while awaiting a replacement device. Investigation included guided troubleshooting and education with device restarts. Investigation of this case revealed a persistent haptic communications error consistent with a vibration module i2c communication fault. It was concluded that the cause was a device component failure of the haptic subsystem, leading to a malfunction.